Event description:
The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasal swab. Repeat testing was not performed. On (B)(6) 2021 confirmation testing on swabs in viral transport media generated negative results. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m154388 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m154388 and device part number 190-430 / lot m154388. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m154388 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is is patient sample interference.